Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient receiving an idiopathic ventricular tachycardia (idvt) cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter experienced a cardiac tamponade requiring a pericardiocentesis. A pericardial effusion was noticed during the procedure. After they pulled back the catheters out of the right ventricle and started a post-ep study, the patient's blood pressure began to drop to 70/50 or 70/40. The intracardiac echocardiography (ice) catheter was used to confirm the pericardial effusion. The medical intervention provided was a pericardiocentesis and about 300 ml of fluid was removed. The patient was reported to be in stable condition. The procedure was already completed when the pericardial effusion was discovered. Additional information was received. Event occurred post use of the biosense webster, inc. And post the ablation phase. Physician's opinion on cause of the event is the procedure and patient condition. Patient outcome is fully recovered (no residual effects). Patient did not require extended hospitalization. Transseptal puncture not performed. Ablation was performed prior to noting the cardiac tamponade. No evidence of a steam pop. Flow rates were per the instructions for use (IFU). Correct catheter settings were selected on the generator. Pump was switching "low" to "high" flow during ablation. No error messages observed on biosense webster equipment during procedure. Force visualization features were graph, dashboard, vector, visitag. Parameters for vistag module stability was 2mm for 3 seconds 25% @ 3gm (range; time; fot; tag size). No additional filter used with visitag. Color options were impedance 5-10ohm.

Manufacturer narrative:
It was reported that a patient receiving an idiopathic ventricular tachycardia (idvt) cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter experienced a cardiac tamponade requiring a pericardiocentesis. The bwi product analysis lab received the device for evaluation on 17-oct-2023. The investigation was completed on 23-oct-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of the event is the procedure and patient's condition. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).